Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced the stylet tight and resistant coming out. The following information was provided by the initial reporter: I¿ve tried it and the stylet is really tight and almost resistant to coming out. It feels like it needs lubrication and is jerky.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced the stylet tight and resistant coming out. The following information was provided by the initial reporter: I¿ve tried it and the stylet is really tight and almost resistant to coming out. It feels like it needs lubrication and is jerky.

Manufacturer narrative:
H6: investigation summary: bd received an opened and un-retracted 20g x 1.25in. Nexiva unit from lot 1357228. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit but observed no physical damage to the v-clip or grip that would have contributed to difficulty during disengagement. Next, functional testing was performed on the unit and found that the needle was able to be retracted. However, a small amount of resistance was present at certain sections of the needle. Next, the unit was dissected and the needle and washer were inspected microscopically. A small amount of bowing was observed on the needle. No other abnormalities were found on either component. Finally, the needle and washer were then measured for outer and inner diameters and each component was found to be within product specifications. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined as both components were found to be within product specifications and no physical damage was observed that could have caused or contributed to the difficulty.